Event description:
Boston scientific received information that this right atrial lead was associated with out of range pace impedance measurements. The patient had reported to a boston scientific crm technical services consultant (ts) he was scheduled for a clinical follow-up because one of his leads had high impedance measurements. A review of stored device data showed the patient's ra lead impedance measurements had increased over a period of months, eventually reaching an out of range impedance level.

Manufacturer narrative:
Subsequently, lead impedance measurements stabilized at a high level that was within specification. The lead remains implanted and in service, with no reports of adverse patient effects. This event will be updated if additional information is received. The lead was explanted 38.7 months later, coincident to replacement of the patient's cardiac resynchronization therapy defibrillator (crt-d) for normal battery depletion. No adverse patient effects were reported. This report will be updated if additional information is received or if the lead is returned for analysis.